Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy following a fall. Testing indicated that the patient had high impedances. X-rays were unremarkable for fracture. As a result, the patient's extension was explanted and replaced on (B)(6) 2019, which resolved the issue.